Event description:
In 2006, a call was received notifying the company of a revision surgery required in conjunction with a bone anchor. Information provided indicated the surgeon had performed a rotator cuff repair eight days earlier. Postoperatively (date not provided), during physician therapy, patient heard a popping sound. Prior to event date, a second surgery was performed to remove the loose anchor.

Manufacturer narrative:
Explanted anchor was not returned for evaluation. A lot number was not provided. No conclusion can be drawn related to this incident.